Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm. No unexpected numbers ramping or scrolling on their own noted. No moisture damage found inside the insulin pump. Insulin pump received with cracked display window corners, reservoir tube lip, broken belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood glucose of 150 mg/dl. Customer stated that her insulin pump was not working correctly, it was alarming button error and the numbers was scrolling up. Nothing further was reported.